Event description:
According to customer: "be-pls 2050 set was placed to the pt (v ECMO) on (B)(6) 2015 at 11:45. On (B)(6) 2015 at 22:43, po2 was measured and was 50.3 kpa (postoxygenation sample). On the next day at 10:48 h, in postoxygenation sample of blood, po2 was 10.39 kps. They then repeated the measurement to check and po2 was 9.69 kpa. Customer has kept oxygenator which has stopped to oxygenation after 13 days. The oxygenator is still in hospital if it is needed for investigation." The prod was changed out. No consequences for the pt have been reported. (B)(4).

Manufacturer narrative:
The prod has not been requested back for investigation in the lab of the MFR as the failure is known to us. The malfunction has been thoroughly investigated within a previous complaint. The cause of this failure was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the oxygenator in question operated within maquet cardiopulmonary spec. This data will be handled through a designated maquet trending process. Add'l info: the prod mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID.